Manufacturer narrative:
H6: investigation summary: it was reported non-conformities have been found regarding the label. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a case box and the case label. No defects or imperfections were observed. All the graphics are according to the product specifications. A device history record review was completed for provided material number 306598, lot number 0279483. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that bd cap disinfection singles ce had incorrect label information. The following information was provided by the initial reporter: "non-conformities have been found, regarding the label".

Event description:
It was reported that bd cap disinfection singles ce had incorrect label information. The following information was provided by the initial reporter: "non-conformities have been found, regarding the label."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.